Event description:
This device would not interrogate and is eos. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
15-sep-2022 - device explanted. The device was returned for analysis. A device interrogation using a clinical programmer was properly feasible and the clinical observation was not reproducible. Device interrogation revealed the battery status eri. An amount of 41 charging cycles was documented. The ICD memory content was inspected, demonstrating a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The charge consumption of the device as well as the battery status eri were normal and as expected. The device never activated the battery status eos. In conclusion, the device was fully functional. The battery status eri was anticipated. There was no indication of a device malfunction. In particular, the eos battery status was not activated and the ICD could be interrogated without any problem. The clinical observation was not reproducible.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2022 - device was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.